Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter phone #: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: no root cause can be determined as no samples were received. Rationale: CAPA is not necessary at this time.

Event description:
It was reported that there was poor perforation of package and sterility appeared to be compromised with a bd syringe 10ml ll wwd. This was discovered prior to use. The following information was provided by the initial reporter: (1 of 2 complaints) it was reported that packages are not pre-cut. The hospital has received several batches like this which prevents the integrity of the envelope from being maintained and compromised the sterility of the syringe.